Event description:
Per the clinic, the device was explanted on (B)(6), 2022, due to an infection (non-device related). It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on december 08, 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on march 10, 2023.